Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that remote manager (rm) failed. A field service engineer (fse) powered off the station, replaced the latch, remote manager board, reassigned the rm and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen prompted to clear an obstruction that was not visually identifiable. The remote manager then failed and could not be recovered. During recovery attempts, it clicked open but did not recognize that it was closed, despite being properly closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.